Event description:
The patient developed symptoms of aortic stenosis and echo revealed an elevated gradient. The valve was explanted and pannus/ thrombus was observed in each cusp. It was replaced with a 27 mm sjm trifecta valve. The patient was reported to be recovering in satisfactory condition.